Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to remove excess skin overgrowth from around the abutment site. During the same surgery, the abutment was removed from the primary implant and a new abutment was placed on the sleeper site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013. Device is not available for analysis.